Event description:
The patient had a change in therapy effect, patient was hurting worse, the onset date of the symptoms is unknown. A dye study was performed on the date of this report and the physician thought the catheter was leaking. The device system was used to deliver clonidine, morphine and bupivacaine. The causality, intervention and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).